Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
An ovation prime abdominal stent graft system was implanted to treat an abdominal aortic aneurysm in 2014. Recently, the patient presented with and aneurysm enlargement. Patient is currently being monitored and there has not been report of plans for an intervention.

Manufacturer narrative:
A type 2 endoleak is not a device related issues therefore a complaint is not warranted since there is no alleged deficiency related to identity, quality, durability, reliability, safety, effectiveness, or performance of the device.

Event description:
It was reported on (B)(6) 2018 that the reported aneurysm enlargement was due to a type 2 endoleak. As the aneurysm has continued to enlarge, an open conversion to explant the device has been scheduled for (B)(6) of 2019. A type 2 endoleak is not a device related issues therefore a complaint is not warranted since there is no alleged deficiency related to identity, quality, durability, reliability, safety, effectiveness, or performance of the device.